Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Medical records note the patient had a lumbar fusion many years ago. The patient first developed left sacroiliac pain and underwent left-sided si arthrodesis with good result. The patient then started to complain the right sacroiliac joint was bothering him severely with local pain. The patient had failed nonoperative methods of treatment. The patient was diagnosed with intractable pain, osteoarthritis and transitional level changes in the right sacroiliac joint. The patient underwent right sacroiliac arthrodesis using rhbmp-2/acs, cancellous allograft and a titanium implant device. Per the op notes, after the disc space was prepared, rhbmp-2/acs was morcellized and mixed with cancellous allograft. This was 30ml of crushed corticocancellous allograft and delivered to the wound with 3 and 5 ml syringes and packed into the recesses. A 15mm implant was filled with allograft rhbmp-2/acs and all the voids in the area. No intra-operative patient complications were noted.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.